Event description:
Was reported by repair work order that the retaining post tube was broken which could affect locking of the cot into the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.